Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 113 mg/dl. The customer stated the insulin pump was exposed to rain water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.